Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when the patient was given PICC catheter placement pulse flushing in the right upper limb, a tear appeared at the PICC extension tube, and the original length was cut to 33cm, and the tube was in place and unobstructed, and it was properly fixed.